Manufacturer narrative:
Result: the velocity delivery microcatheter (velocity) was kinked in multiple locations along the catheter shaft. The velocity was fractured approximately 38.5 cm from the hub. Conclusion: evaluation of the returned devices revealed that the distal tip of the penumbra system 5max ace reperfusion catheter (5max ace) was ovalized. This type of damage typically occurs if excessive force is used while gripping the 5max ace during insertion into the patient anatomy. Evaluation of the returned velocity confirmed that it was fractured on the proximal shaft, and kinked in multiple locations. The observed kinks typically occur due to improper handling during use. If the device is forcefully manipulated at extreme angles, these types of damage may occur. The kinks observed on the velocity, and the ovalization observed on the 5max ace distal tip may have contributed to the resistance experienced during advancement of the velocity. The observed fracture likely occurred due to forcefully retracting the velocity against resistance. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace) and a velocity delivery microcatheter (velocity). During the procedure, the physician made two passes through the clot using the 5max ace and velocity; however, recanalization was not achieved. On the third attempt, the physician placed the 5max ace in the patient and then inserted the velocity into the 5max ace using another manufacturer's guidewire. However, the velocity was not advancing smoothly and came to a hard stop. The physician pulled back on the velocity and attempted to advance it again but was unsuccessful and decided to remove the velocity. While the velocity was being removed from the 5max ace, it tore in half. The physician then removed the 5max ace and found that the velocity was kinked inside the 5 max ace. Nothing was left inside the patient. The physician also had a flush bag hooked to a neuron max 088 long sheath (neuron max). However, there was no reported issue with the neuron max. The procedure was completed using a new 5max ace and another manufacturer's microcatheter. There was no report of an adverse effect to the patient.